Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and force sensor functionality test of the returned device was performed following j&j medtech procedures. Visual analysis revealed the tip of the device was bent. Further examination of the device under microscopic imaging, a separation between the pebax and electrode section was found; there was no foreign material inside it. The pebax separation caused the appearance of the bent tip. The device was connected to the carto 3 system, and it was recognized and visualized correctly; however, error 106 was displayed on the screen. Due to this condition, the handle of the device was dissected, and resistance of the sensor pads on the printed circuit board (pcb) was measured and an open circuit on the tip was identified. In addition, further investigation at the peek housing section reveled that there was insufficient adhesive on the wires, which could be related to the open circuit observed; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The force issue reported by the customer was confirmed. The root cause of the open circuit and insufficient adhesive issues was traced to the manufacturing process. The root cause of the pebax separation could be traced to the manufacturing process. The pebax damage is unrelated to the issue reported by the customer. The instructions for use (IFU) states: do not scrub or twist the distal tip electrode during cleaning. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. Internal actions are being implemented to introduce optimization actions to reduce force sensor adhesive issues and in the force sensor sleeve isolation to prevent fluids to get into the device. Explanation of codes: investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the separation in the pebax area identified by bwi pal. Investigation findings: open circuit (c0205) / investigation conclusions: cause traced to manufacturing (d03) / component code: sensor (g03012) were selected as related to the open circuit identified by bwi pal. Investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the insufficient adhesive on the wires as identified y bwi pal if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and electrode section. It was initially reported by the customer that alert code 106 (force sensor error) occurred after catheter plugged into carto and before first ablation. A second device was used to complete the operation. There was no adverse event reported on patient. Catheter was not used in patient. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6)2025, the bwi pal revealed that a visual inspection of the returned device identified a separation between the pebax and electrode section. These findings were reviewed and assessed the issue of a ¿separation¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.